Manufacturer narrative:
Date received by manufacturer: 18jun2019. Date of report: 31jul2019. The speaker assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. The speaker assembly was installed into the investigation test ventilator to test its functional integrity. It was determined that the test ventilator utilized with the returned speaker assembly passed all testing, and no errors were generated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. Manufacturer's field service engineer (fse) checked the speakers and found them working. Fse replaced the motor controller (mc) pcba with the reported issue continuing, tried a new speaker on the power management (pm) pcba but reported issue continued. The fse placed a new speaker on the mc pcba to resolve the reported issue. Fse reinstalled the original mc pcba and speaker on the pm pcba. Unit passed electrical and alarm testing. Unit ready for use.

Event description:
Customer contacted technical support (ts) stating that unit had error messages of primary alarm failed and motor speaker failed. The customer reported there was no patient involvement. Event date not specified, estimate used.